Event description:
Customer reported that cartridge did not fit properly on the pump, and despite efforts to reload and troubleshoot, the issue persisted. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in trying to resolve the issue, including providing cleaning instructions and attempting to fit a new cartridge, but these attempts were unsuccessful. Consequently, technical support arranged for a replacement pump while the customer reverted to using a multiple daily injection (mdi) as a backup therapy. Customer was instructed on pump storage and return procedures.